Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.

Manufacturer narrative:
Follow up indicated that the ipg was explanted in january, but not replaced. The ipg was replaced on (B)(6) 2019.